Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01656. The pt ((B)(6)) received her scs system, including an ipg and extension, on (B)(6) 2010. It was reported that the pt was taken to surgery to revise the position of the ipg site. The surgeon opened the ipg pocket and pulled out the extension from the ipg header block. It was noted that the very end lead contact on the extension was missing. An x-ray was taken, but it did not reveal the missing lead contact. The physician decided to explant and replace both the ipg and the extension.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.